Manufacturer narrative:
Zimvie complaint (B)(4). D10: dental implant, osseotite tapered certain implant 5 x 11.5mm, lot number 2018112161.

Event description:
It was reported that the abutment screw was broken inside the implant. The dentist removed the screw but damaged the threads inside the implant so they could no longer use it for another abutment. The implant was removed and the site was grafted with allograft. Tooth site #46.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d9: device availability. H2: if follow-up, what type. H3: device evaluated by manufacturer. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. Zimvie received one unknown biomet screw for evaluation. Visual evaluation was performed, at the bottom the implant fragments were seen on the implants inner wall. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the torque applied during placement/ seating exceeded recommended value. Therefore, based on the available information, a device malfunction did occur. There were fragments of a screw at the bottom of the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.